Event description:
It was reported the physician was placing the catheter into the patient's right subclavian. The spring wire guide threaded fine through the dilator with no sticking or kicking. The catheter was inserted without difficulty to the proper depth. When the physician attempted to remove the wire it was stuck. All ports had been flushed prior. The physician tried some maneuvers to free the wire, however, it only came out a little bit before the proximal end of the wire the physician was holding broke. He was able to remove the wire and the catheter and there was no kink or visible abnormality that the could see. Another kit was used.

Manufacturer narrative:
(B)(4). The device was discarded and will not be returned.